Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that patient was crossed and listed in server but not at terminal and dropped from the list, after 2 weeks. The technical support specialist (tss) dialed into the server and verified that the patient was listed on the server, confirmed that the area and units were associated. The tss noticed that the device admission inactivity setting was set for limited days. The tss contacted the customer to update the admission inactivity settings which resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had patient cross and it drops off the list. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.